Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective load cell. The archive data indicated multiple ua07 messages on the reported event date, confirming the reported complaint. The autopulse platform failed the functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The load cell characterization check revealed an over-reporting load cell #2, which was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with (B)(6). Ccr 69588 was reported on november 03, 2022, and the load cell was replaced.

Event description:
During shift check, the autopulse platform (sn 36537) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message, and the customer could not clear the ua. No patient involvement.